Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states, the catheter is leaking just below the molded strain relief on the extensions. The customer stated that they are bending the line at the hub to cut flow of fluids. The customer further reported the uvc was not difficult to handle during insertion and was inserted (B)(6) 2012 in the umbilical and was not difficult to secure. The uvc was secured using a suturing technique. The customer explained that they use a curad bandaid end attached to the uvc line and they sutured the bandaid to the umbilical stump. Upon placement an x-ray was taken to verify placement. The line was flushed on a regular basis and the customer stated they are using a 10cc syringe, flushing with saline with heparin. The uvc was removed (B)(6) 2012. The uvc was replaced with another manufacture's single lumen 3.5 fr. The customer reports the patient was not affected by the leak in the uvc.

Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.